Event description:
Report received that a nurse was unplugging the cord when a metal screw separated from the plastic adapter housing and "the nurse got an electrical shock". The nurse required no intervention, did not seek medical attention, and there was no reported adverse sequelae. Additional information was requested, but no further information was provided.